Event description:
The user facility reported that the wire was stripped. They opened another wire to use, and the case was completed successfully. There was no harm to the patient and no blood loss. The procedure performed was an angiogram. Additional information was received on 25feb2025: the issue was discovered inside of the body.